Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility the manifold became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.